Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Event description:
An attorney alleges that a patient underwent posterior spinal fusion, after which she "experienced significant pain and other adverse symptoms." It is reported that seven months postoperatively, the patient underwent additional surgery that "revealed catastrophic failure" of the system, and four days later, "a substantial portion of the instrumentation" was replaced. It is alleged that "the hardened surfaces of certain pieces were compromised and weakened when the screws used to hold the pieces were tightened to the recommended levels." No details were provided and no other information was given.

Manufacturer narrative:
Follow up # 1/supplemental report text-11/19/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because cracked display was not resolved with troubleshooting.